Event description:
It was reported that insulin had leaked out of the base of the insulin cartridge and into the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.